Manufacturer narrative:
Age/date of birth, weight: this information is unknown. Date of event is unknown. This report is for an unknown prodisc c artificial disc replacement /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Initial reporter occupation is lawyer. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal of a prodisc-c at c6-c7 on (B)(6) 2017 due to extensive heterotopic ossification, degeneration around the site of the artificial disc, pain and other symptoms. The patient¿s initial implant surgery was performed on (B)(6) 2015 by another surgeon at another facility. The patient had visited with another surgeon on (B)(6) 2017, at which time he was informed that imaging studies showed extensive heterotopic ossification and degeneration around the artificial disc and that they were likely source of the pain and other symptoms. The surgeon removed the prodisc-c and diagnosed it as a malfunctioning c6-c7 artificial disc prosthesis with development of extensive heterotopic bone growth. It is unknown if the patient was revised to any other hardware. Additionally, on (B)(6) 2017, the patient underwent a spinal surgery for disc herniation in the lumbar spine. During the procedure, the surgeon cut into the patient¿s spinal dura causing a leak of cerebrospinal fluid which formed a prominent seroma at the site of surgery and damaged adjacent structures. Failure to address the disc herniation was shown in pre-operative and post-operative imaging. It is unknown if any hardware was implanted at the time of surgery. Surgical delay for all procedures is unknown. Patient claims to have suffered severe and permanent injury, spinal cord damage, nerve damage, severe pain, loss of range of motion, endocrine system damage and dysfunction, sexual dysfunction, mental/physical and nervous pain. This complaint is for an unknown prodisc c artificial disc replacement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: patient height reported as 5¿7¿ the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during a follow-up visit on (B)(4) 2017, the patient complained of increasing pain and a lump in the vicinity of the incision site. The patient tested negative for bilateral straight leg raise testing during this visit. During another visit on (B)(4) 2017, the patient complained that the second toe on their left foot was very weak and had cramps on the whole foot/calf intermittently.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: brand name. Device evaluated by MFR, device manufacture date: a device history record review was performed for the subject device: part#: 09.820.035s, lot#: 7782009, date of manufacture: 11-sep-2014, place of manufacture: brandywine, part expiration date: n/a. List of nonconformances: n/a. Description of DHR review: no nonconformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Sterility DHR: part#: 09.820.035s, lot#: 7782009, serial/supplier lot#: n/a. Please include manufacturing date, expiration date (if applicable), manufacturing site, and any additional information. 25-may-2018: sterile DHR reviewed by: mschoenfeld. Manufacturing location: brandywine. Manufacturing date: 11-sep-2014. Expiration date: 31-jul-2018. Part#: 09.820.035s, lot#: 7782009 (sterile), prodisc-c implant medium deep 5mm - sterile. Sterile. Quantity 30. Component parts reviewed: part: 09.820.035s, prodisc-c implant medium deep 5mm, lot: 7782009. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. DHR release checklist: phi product for part number: 09.820.035s, lot number: 7782009, quantity 30, was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture or sterilization of this product that would contribute to this complaint condition. Sterigenics: sterility documentation was reviewed and determined to be conforming. No nonconformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.